Event description:
The customer reported to customer service that the transformer fell apart when the customer was unplugging it.

Manufacturer narrative:
A replacement transformer was sent to the customer. Attempts to get add'l info from the customer were unsuccessful. The product was rec'd on 06/19/2013. Though the product has been rec'd, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer reported that the transformer fell apart when unplugging it, which is a safety issue. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.